Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker was found in safety mode. Device replacement was recommended. The patient was reported not to be pacemaker dependent. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety more and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was determined to be related to an atr episode that was ended using a magnet resulting in absence of a timestamp; this caused the device to enter safety mode.

Event description:
Additional information was received that this device was returned. Explant details were not provided and no adverse patient effects were reported.